Event description:
Customer reported a "scan timeout" error between 9:32 to 11:49 pm while scanning the adc sensor and was therefore unable to obtain readings. At 3:07 am, customer became hypoglycemic and lost consciousness and could not notice the low glucose alarm. Customer was able to self-treat with cookie after regaining consciousness and later administered insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh007w7d2m has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was returned, and sensor was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 4 (indicating expired state). Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was activated with the returned reader and the reader successfully communicated with the sensor. Scan timeout error message was not observed. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.